Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A customer reported receiving a "scan again in 10 minutes" message with the use of the adc freestyle libre on the same day of application. The customer experienced symptoms described as nausea and "flush of fatigue" and was incapable of self-treating. The customer had contact with a healthcare provider who diagnosed her with hyperglycemia and administered an insulin injection (dose/type unknown) as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "scan again in 10 minutes" message with the use of the adc freestyle libre on the same day of application. The customer experienced symptoms described as nausea and "flush of fatigue" and was incapable of self-treating. The customer had contact with a healthcare provider who diagnosed her with hyperglycemia and administered an insulin injection (dose/type unknown) as treatment. There was no report of death or permanent injury associated with this event.